Event description:
A surgeon reported that the viscoelastic demonstrated excessive viscosity resulting in complications requiring a vitrectomy to be performed.

Event description:
Add'l info provided by the reporting surgeon indicates that the pt is recovering.